Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2021 regarding a patient receiving baclofen (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient showed up for a refill appointment and it was discovered that there was an infection at the pump site. The pump system was explanted. The environmental, external, or patient factors that may have led or contributed to the issue were unknown and the diagnostics/troubleshooting performed were unknown. The issue was considered resolved at the time of report and it was noted that it 9-10 months passed before reimplant.